Event description:
It was reported that on (B)(6) 2024 a computed tomography (CT) scan was performed on the patient and discovered what seemed to be an advanced external outflow graft obstruction (eogo). It was noted that the patient sometimes was admitted due to heart failure (hf), but it was unclear if it was related to eogo. Since the patient was bridge to transplant, healthcare professionals were thinking about putting the patient on the most urgent list for transplantation once they solved an infection that the patient had for other reasons- perianal infection not related to left ventricular assist device (lvad) therapy. On (B)(6) 2024, the patient suddenly became cyanotic when positioned laterally; they also had a pulmonary edema and some typical symptoms of hf. Although there were not alarms or change in parameter in the heartmate3, it was decided to stent the outflow graft. On (B)(6) 2024, 3 stents were implanted on the outflow graft with previous dilatations by balloons. The patient was stable with total anesthesia. After the implantation, patient was extubated, and was in a good condition, neurologically and hemodynamically. On the (B)(6) 2024 the patient was discharged from the intensive care unit ICU and went to the floor. The patient had been recovering well and without hf symptoms. There was no change in parameters of the pump. The pump remained implanted, and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Related MFR # 2916596-2024-02327. Manufacturer¿s investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) was confirmed through the evaluation of the submitted images; however, a specific cause for the obstruction could not be conclusively determined. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported heart failure symptoms could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, "introduction", lists potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.